Event description:
Hamilton medical ag received the following event description: "air supply failed". No patient involvement.

Manufacturer narrative:
Hamilton medical ag complaint number: (B)(4). Creation of UDI was not a requirement at the time of manufacturing of this device and had not yet been implemented in production. Investigation ongoing.

Manufacturer narrative:
Hamilton medical ag reference number : (B)(4). Follow-up 1: investigation outcome. According to the complaint description, the device alarmed with "air supply failed". It is important to emphasize that no patient was involved at the time of the event. Additionally, the logfiles have not been received for analysis. A replacement solenoid valve mixer and heliox switch box hardware were provided to the user to address the issue. The manufacturer has not received any additional information or confirmation regarding whether the replacement resolved the issue. As no additional feedback or complaints were received, hamilton medical considers this case closed.